Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for investigation but does not reflect the alleged device. Confirmation of the loss of connection could not be determined. The root cause could not be determined. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.